Manufacturer narrative:
This is the same pt/event as MFR#: 9616680-2010-00692, 9616680-2010-00693, 9616680-2010-00694, 9616680-2010-00695.

Event description:
It was reported that, clinical dept received deliverable which was indicated as a contract milestone from the site. On (B)(6) 2008: primary tha. On (B)(6) 2008: r hip calcar crack - stem revision to fully coated stem.